Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to replace this patient's device, this right ventricular(rv) lead exhibited low pacing impedance measurements and elevated threshold measurements. The lead was removed from service and replaced. No adverse patient effects were reported.